Event description:
It was reported that a spectrum pump had an over infusion. It was reported that ¿heparin gtt was running at 12u/kg/hr. Partial thromboplastin time (ptt) was supratherapeutic, per protocol gtt held for one hour and to be restarted -3u/kg/hr (which would be 9). Gtt restarted at 9u/kg/hr at aprox 815. Pump scanned, and dual sign off done. Next ptt was for 1420, which resulted in supratherapeutic again, and gtt was held for an hour, and dose to be restarted at -3u/kg/hr. Upon pausing the pump, rate was noticed to be at 12 (instead of 9) despite scanning the pump and dual verifying rate. When infusion verifying throughout the day, the pump associated transmitted to the computer that the rate was 9u/kg/hr when it was running at 12. Vtbi was changed on the pump manually instead of the rate being changed through the integration.¿ this occurred in the telemetry-intermediate care department during patient infusion. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h6, h11. H11: a device history review revealed no issues that could have caused or contributed to the reported issue. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.